Event description:
It was reported that the patient presented in the or (operating room) for a system extraction due to infection. The device and leads were successfully extracted. The physician implanted a right-sided single-chamber device, since the patient is pacemaker dependent. The patient was stable throughout the procedure, and will continue to be monitored.

Manufacturer narrative:
Analysis was normal. No anomalies were found.